Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that insulin pump received a pump error 38 during basal delivery. Customer's blood glucose was 87 mg/dl. It was reported that insulin pump was not exposed to magnetic field and pump was able to rewind. Insulin pump passed displacement test. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No unexpected pump error 38 alarms noted during testing. The motor was tested outside of the device and passed. Programmed a constant basal rate for 24 hours. Daily totals screen matches programmed basal rate; the basal feature functioned properly. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump received with scratched casing, minor scratches on lcd window, dents on display window cover, pillowing keypad overlay and corrosion in battery tube.